Manufacturer narrative:
Follow-up # 1 ¿ (05/15/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultramini meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient does not recall when the alleged inaccuracy started. At an unspecified date/time, the patient obtained a blood glucose reading of ¿186 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (unknown type, self-adjuster) and continued with his usual dose of medication (unknown dosage) in response to the alleged inaccurate result(s) obtained with the subject meter. The patient reported, at an unspecified time after the alleged issue occurred, he developed symptoms of ¿shaking¿. The patient self-treated with more food/drink. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.